Event description:
It was reported that after the shunt was implanted, the doctor pulled on the distal catheter to move the valve distally and the catheter detached from valve. He was pulling hard and had tension on valve. It looked like muscle or tissue was prohibiting the valve from advancing. The patient was reported to be stable.

Manufacturer narrative:
(B)(4). The valve was not patent due to two large tears on the reservoir dome about the valve membrane. The distal catheter was cut approximately 1 inch from the valve. The edges of the cut were uneven. There was a small tear on the right angle ventricular catheter near the inlet connector. The damaged condition of the valve precluded further testing. It is unk how or when these damages occurred. The instructions for use that accompany the device caution that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.